Manufacturer narrative:
A steris service technician arrived onsite to inspect the integrated digital surgical rack and found the unit required repairs. The technician performed the necessary repairs, tested the unit, confirmed it to be operating according to specifications, and returned to service. A 2-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that their integrated digital surgical rack was not showing the correct image resulting in procedure delays. The procedures were completed successfully; no report of injury.